Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell on (B)(6) and she could not adjust the intensity on the remote on (B)(6). The patient said that she saw a settings not available message on one channel and then the screen appeared on other channels as well. The patient said she will follow up with the hcp. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the fall did not move the leads. Reprogramming resolved the issue. No further complications were reported.